Event description:
The patient fell hard a few days. Since then, the patient reported no stimulation sensation; the patient had stimulation prior to the fall. The implantable neurostimulator (ins) pocket was sore for a few days, but currently felt good. The ins was unresponsive to telemetry attempts by the physician programmer, patient programmer, and recharger. Fluoroscopy was done to see if the ins had flipped. Three consecutive physician mode recharges were attempted with no response from the ins. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.